Event description:
Per the audiologist's report, the patient stopped hearing with the implant system after receiving a blow to the head in 2007. An integrity test done the next month showed that the receiver/stimulator was not functioning. The device was explanted twenty-one days later, and the pt was reimplanted with a new device during the same surgery.